Event description:
It was reported that "the drill bit was detaching from the hand piece." It is unknown if the device was used in surgery. It is unknown if there was any patient harm, adverse outcome or injury alleged. It was unknown if an identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and evaluated. Reliability engineering confirmed the reported condition. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.